Event description:
It was reported; patient came to see surgeon complaining of a squeaking sound. Surgeon took x-rays and noticed what appeared to be 2 screws through the plate. The surgeon scheduled a revision surgery and removed the plate and placed another one in the patient.

Manufacturer narrative:
Updated/changed: catalog# 48694512 and lot code: hpd. Method: device history review and device inspection. Results: manufacturing records for this product were reviewed and no anomalies were found. Functional inspection indicated both screws are not functional as one screw remains fixed in the plate and the second screw has slight breakage of the screw head. Dimensional inspection could not be performed due to the screw remaining fixed in the plate. Visual inspection indicated the first returned screw showed signs of breakage on the screw head. The threads appeared to be intact. The second returned screw had slight indications of breakage/deformation along the side above the threads. No issues were discovered with the threads or screw head. Conclusion: screw was reported to have backed out. The probable root cause is patient or user related.

Event description:
It was reported; patient came to see surgeon complaining of a squeaking sound. Surgeon took x-rays and noticed what appeared to be 2 screws through the plate. The surgeon scheduled a revision surgery and removed the plate and placed another one in the patient.